Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2024, the patient did not hear any alert from the app that the their cgm value was high. The patient looked disoriented. The patient drove to the hospital and the bg was 625 mg/dl. The patient was treated with IV saline and stayed for 6 hours. There was no report of further medical evaluation or intervention for hyperglycemia. At the time of the call, the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.